Event description:
The customer reported that while the unit was in use on a pt, the unit's display went blank and emitted a continuous audible alarm. The alarm failed to reset when the unit's power was recycled. The pt was switched to another unit and therapy was continued. No pt injury was reported.